Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, as a result the bezel assembly was replaced to address the issue. (B)(4).

Event description:
It was reported that the mouse did not match the stylus position on the programmer screen. The programmer was returned for servicing. No patient complications were reported as a result of this event.